Event description:
I am not sure of the date. I had essure implants placed in my fallopian tubes as birth control as a routine in office procedure. Since the implants I have had an increase in muscle aches, heavy period, cramping in pelvic area and lower back, fibroids, endometriosis, removal of my left ovary, memory issues, bad acne, to name a few.